Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem was not confirmed nor duplicated during evaluation. The root cause was therefore not determined. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.

Manufacturer narrative:
(B)(4). A device history record review was performed finding no deviations, nonconformances, failures, or rework that occurred during manufacturing. There were not any release / testing specifications that were not met during first pass testing that could be associated with the reported condition.

Event description:
The facility reported an automix 3+3 compounder with a non functioning specific gravity key on the gray station. This condtion occurred during use in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.